Manufacturer narrative:
The reported events were insulation damage and ¿increased capture threshold¿. As received, a complete lead was returned in two pieces for analysis. The reported event of insulation damage was confirmed. Visual inspection found the inner and outer insulation cut/damaged in multiple locations at the distal portion of the lead consistent with procedural damage. The reported event of ¿increased capture threshold¿ was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures. Shorting was found between conductors at the distal portion of the lead consistent with procedural damage. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
Additional information was received that there was loss of capture on the rv lead.

Event description:
Related manufacturer report number: 2017865-2023-52086. During a follow-up, increased capture threshold was detected on the right ventricular (rv) and right atrial (ra) leads. A revision procedure was performed and insulation damage on the rv and ra leads were observed. The rv and ra leads were explanted and replaced to resolve the event. The patient was stable.